Event description:
It was reported to boston scientific corporation that during a bladder stone procedure using a flexiva 1000 laser fiber, the fiber tip degraded too quickly. Laser energy from a 100 watt lumenis laser set at 1.0 joule and 15 hertz was being used with the fiber. The procedure was completed with a different device, without any complications to the patient, who is reportedly fine post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. It was confirmed by the customer that no piece of the fiber detached inside the patient.

Manufacturer narrative:
(B)(4).visual examination of the returned fiber revealed approximately 0.05mm of exposed glass tip remaining. The pattern on the tip face is consistent with a fracture indicating a portion of the tip detached.